Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add¿l info has been requested but not received yet. (B)(4).

Event description:
A health authority reported that info had been received from a customer regarding two events that occurred during photo refractive keratectomy (prk) procedures. For both pts who underwent surgeries on (B)(6) 2014, the postoperative topographies showed an off-center aspect of the photoablation. The positioning of the pt, centering check and eye-tracking checks were correct during the treatment. The clinical consequences observed for the pts included: halo, diplopia, dazzling, and potential loss of best lines of visual acuity resulting in a visual discomfort sensation. The customer reported that several technical interventions were managed for the laser for centering issues and eye tracking issues (the pupil detection did not work correctly on human eye but still worked during tests) with a change of system board etc between (B)(6) 2014 and no visible reason was found. Add'l info has been requested from the refractive surgery center supervisor, but not received yet. This is one of three medical device reports being filed for this facility. This report is for the first pt.